Event description:
A complaint was received from a customer reporting that the display on the meter was unreadable. It was determined that some segments are missing from the hundreds, tens, and units display. A request was made to return the instrument for evaluation and in the meantime a replacement unit was provided.